Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar issues, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the integrated electrosurgical unit (iesu) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis has been completed for the reported issue of bipolar not functioning. Failure analysis was not able to reproduce the issue. The iesu energized and cauterized, and all ports were recognized instruments. Severe cosmetic damage to the front bezel at the bottom bezel was observed and a dent on the top right corner. This complaint is considered a reportable event due to the following conclusion: the fse was able to confirm the reported complaint and replaced the iesu after the procedure was completed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported after case completion of an ongoing issues regarding low bipolar output. The customer stated they replaced cables and instruments however there was no change and had occurred on multiple cases however only on this system and no issues with other system (likely ruling out I &a). There were no related errors in the logs. It was noted that the case was completed. And the customer requested for the fse to inspect erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.